Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device met 84% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device seems to be at eri sooner than it should as the battery voltage is at 2.62. Also left ventricle output high, and impedance was low for both ventricular leads. The device and leads are still in use. No patient complications have been reported as a result of this event. It was later reported that the device was explanted and replaced. It was later reported that the device was defective.

Event description:
It was reported that the device seems to be at eri sooner than it should as the battery voltage is at 2.62. Also left ventricle output high, and impedance was low for both ventricular leads. The device and leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.